Event description:
In 2008, the pt reported that she had been experiencing occlusion errors (e4) at least once per day for 3-4 days. She stated that before the report she received an e4, and she attempted to change the infusion cartridge. She pressed the menu button and "change cartridge" was displayed on the screen of the infusion device. She pressed the check button and "please remove cartridge" was flashed on the screen. She pressed and held down the check button for 3 seconds, and instead of the piston rod retracting it extended forward. The issue was not reproducible during the report. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.